Manufacturer narrative:
H10 address - line 2: (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the light source had an error code e207 (emergency lamp error). The issue occurred at preparation for use on a therapeutic procedure. There were no procedural delay and patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.